Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The user and his mother came to this conclusion as high blood glucose levels after occlusion alarms could be lowered only by using an insulin pen.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.